Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "7.9 mmol/l" with the subject meter and "6.4 mmol/l" on a laboratory device. The reporter confirmed both readings were taken within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/4/2013, test strips- 4/5/2013.